Event description:
As I began wearing a mask because of covid my eczema got worse. Eventually I could not touch my face. It would bleed all day because of the irritation from a mask. I tried several types of mask to no avail the same problem occurred. I now can not leave my home because of mask mandate this has caused my anxiety to increase and my depression. The mask has ruined my life. FDA safety report ID# (B)(4).